Manufacturer narrative:
The customer reported that upon powering on their x2 monitor, the monitor would immediately start displaying a visual "speaker malfunction" inop. Based on the available information at the time of this report, it remains unknown whether the speaker completely failed or if the speaker still emitted sounds despite the error message (no sounds at all vs. Crackling/distorted sound). As the customer has apparently recognized the speaker failure and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance. The intention on monitoring would be in close personal observation as specified in the product labeling (instructions for use). This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be provided once the investigation is completed. (B)(4).

Event description:
The customer reported that upon powering on their x2 monitor, the monitor would immediately start displaying a visual "speaker malf" inop.